Event description:
It was reported that during a cryo ablation procedure, after the transeptal puncture, the sheath and balloon catheter were inserted into the left atrium and imaging was used to visualize the left atrial appendage. The mapping catheter was then inserted into the left superior pulmonary vein (lspv) and the balloon catheter inflated. After the patient became hypotensive and reduced cardiac motion was observed via imaging. A pericardial effusion was confirmed which later became a cardiac tamponade. The case was aborted, the patient was not under general anesthesia. A drainage was performed immediately to treat the cardiac tamponade. Subsequently, the patient was brought to cardiac surgery for treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28; product type: balloon catheter. Product ID: 4fc12; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.